Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged a loss of audio on the complaint device and requested support. The complaint device was not in clinical use at the time that the issue was discovered.